Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the up and down arrow buttons on the pump keypad were under responsive to button presses. This complaint is being reported because the reported issue was not resolved at the time of contact. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/23/2015.device evaluation: the device has been returned and evaluated by product analysis on 02/06/2015 with the following findings: the keypad cover was undamaged. All of the keypad buttons were normally responsive, and no contamination was found under all of the keypad button contacts. Unrelated to the initial complaint, the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.